Event description:
A (B)(6) pt underwent nanoknife ire treatment for periaorta cancer on (B)(6) 2011. During the treatment, one adverse event was reported for tachycardia. The pt's heart rate elevated from a pre-procedure rate of 86 to a rate of 139 beats per minute during the procedure. The treatment was paused and then manually aborted. Anesthesia was able to mitigate these elevations with medications. The procedure then resumed with no further interruption.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the tachycardia could not be determined. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (B)(4) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).